Manufacturer narrative:
Reference MFR report # 2916596-2019-00841 for the report of the other pvad, serial number (B)(4), implanted for left ventricle support. Approximate age of device ¿ 82 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was supported with two paracorporeal ventricular assist devices (pvads) for biventricular support on (B)(6) 2014. It was reported that the patient expired on (B)(6)2014. The cause of expiration was long standing pseudomonas driveline infection with bacteremia. No autopsy was performed and the devices were not explanted. Pvad serial number (B)(4) was implanted for left ventricular support and pvad serial number (B)(4) was implanted for right ventricular support.

Manufacturer narrative:
Investigation summary: a specific cause for the reported driveline infection cannot be conclusively determined. The patient expired on (B)(6) 2014 due to a long-standing pseudomonas driveline infection and bacteremia. No autopsy was performed, and the device was not explanted. No product available for investigation. The vad instructions for use lists infection as an adverse event that may be associated with the use of the vad system. The IFU also provides information regarding the prevention of infection the relevant sections of the device history records for pvad serial number (B)(4) (documents (B)(4)) were reviewed and showed no deviations from manufacturing or quality assurance specifications no further information was provided. The manufacturer is closing the file on the event.